Event description:
It was reported the insulin pump alarmed motor error and the button came out. Customer does not recall blood glucose level at the time of the event. Customer was not hospitalized. Alarm occurred during fill process. Customer's mother does not recall any significant event which may have lead to the alarm. The device was not exposed to an MRI. Customer does not use the sensor feature. It was unknown if the customer was able to rewind. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.